Event description:
On (B) (6) 2008, the patient reported he has changed his insulin infusion set twice because he has noticed air pockets at the tip where the tubing connects to the headset. The patient was instructed to disconnect from his headset and prime out the air bubbles before reconnecting. He was asked to look for leaks and confirmed there were none. He stated when he reconnected to the headset he could hear an audible click. On (B) (6) 2008, the patient stated he changed his headset and tubing as a preventative measure and has had not further issues. On (B) (6) 2008, the patient called back and stated he is having the same concern again and has just changed his tubing and headset. He said he primed the tubing and insulin dripped from the end. He connected to his infusion headset and bolused to fill the cannula and when he looked at the tubing, he saw a pocket of air about the width of a fingernail. He stated this has only happened with this box of infusion sets. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.